Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the source of the chest pain was not identified but has resolved.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 002 was omitted. The omitted date should have been 11/nov/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week post implant of the leadless implantable pulse generator (ipg), the patient  was admitted to hospital with chest pain , shortness of breath and an increase in troponins. Impedance trends show slight decrease from implant and cardiac perforation was suspected. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] ((B)(6)]). D9: <(><<)>no>  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week post implant of the leadless implantable pulse generator (ipg), the patient was admitted to hospital with chest pain, shortness of breath and an increase in troponins. Impedance trends show slight decrease from implant and cardiac perforation was suspected. The device remains in use. No further patient complications have been reported as a result of this event. It was further reported that the source of the chest pain was not identified but has resolved.

Manufacturer narrative:
Correction, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.